Event description:
It was reported that the patient was found to have a right ventricular lead with high to unmeasurable threshold. Repositioning was attempted but the lead helix took 40 turns to retract and then would not advance. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. The helix/lobe was distorted/bent. Blood/body fluid was observed on in/on the helix/lobe mechanism and the helix/lobe mechanism sleeve head along with the outer tubing overlay and several conductors. The outer insulation and the outer tubing overlay were breached/cut. The steroid ring was missing and the sleeve head was distorted. Analysis was unable to determine when this occurred. Apparent explant damage was noted. Performance data collected from the device was reviewed and no anomalies were found.